Event description:
A 44 yr old right-handed secretary who had cervical vertebra 4-5 and cervical vertebra 5-6 disc excision and fusion 8/12/97. Presented with increase severe pain in right arm and hand. Surgeon states now that codman plate mal-functioned. Initial surgery 8/12/97. On 1/29/98 removal old cervical plate-codman, microdiskectomy cervical vertebra 6-7 fusion with plating cervical vertebra 4 - cervical vertebra 7 - codman. No documentation noted from chart review 9/17/98 stating malfunction in plates used on prior surgery.